Event description:
It was reported to nova biomedical on (B)(4) 2013 via a letter stating that on (B)(6) 2013 the consumer experienced a hypoglycemic event requiring medical and emergent foot intervention. According to the letter, the consumer's spouse at 7:00am administered an unknown amount of insulin based on a result of 349 mg/dl on their blood glucose meter. Later that day, the consumer experienced a hypoglycemic event requiring medical and emergent foot intervention. The meter will be returned for evaluation, however, the test strips from the vial in use at time of event were consumed. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
On july 26, 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.